Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. As received, a partial distal portion of the lead was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the right ventricular cable lumen with the right ventricular ethylene tetrafluoroethylene (etfe) cable coating found to be intact in this location. The cause of the external insulation abrasion is consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.